Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix retracted. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing, the lead tip and helix appears intact.

Event description:
Boston scientific received additional information from product investigation closure. The right ventricular (rv) lead exhibited high pacing thresholds due to micro-dislodgement. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right ventricular (rv) lead exhibited high pacing thresholds due to micro-dislodgement. The rv lead was explanted. No additional adverse patient effects were reported.